Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, that the receiver would not turn on. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A functional test was performed and the test passed. The receiver case was opened to inspect the battery and a voltage test was performed and the test passed. The receiver log was downloaded. The receiver log was reviewed and a screen error alert and hardware error were observed. The customer complaint was confirmed during log review. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.